Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of pressure tubing concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the pediatric disposable pressure transducer tubing detached from the vamp's reservoir after priming, and before being connected to the patient. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.